Event description:
A report was received on 13 feb 2023 from the director of risk management at a critical care facility regarding a patient with unspecified pathology, who stated blood was observed leaking outside of the dialysis circuit during a continuous renal replacement therapy (crrt) treatment on an unspecified date. There was no adverse affect or medical intervention reported. Although requested, additional information was not provided.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".